Event description:
Information received from the manufacturer's representative reported that during a replacement of the patient's implantable neurostimulator (ins) due to normal depletion and was at elective replacement indicator (eri) impedance issues were seen. Specifically, impedance testing (at 3.0 volts) showed the following: combinations 1 and 0: 14,000 ohms, 2 and 0: 14,000 ohms, 3 and 0: 22,500 ohms, 1 and 2: <(><<)>150 ohms, 1 and 3: 10,000 ohms, and 2 and 3: 10,000 ohms. The patient was currently programmed at 4 volts, 44hz, 390 sec, 1+, 2-, 3 + with a therapy impedance of <(><<)>68 ohms. The patient charged once a month and only used the stimulation (B)(6) of the time. It was noted that this was the first time the impedance issues had come to light and the patient had not reported any issues with the ins/stimulation. Follow up information received from the representative reported confirmed that the ins battery was changed out due to the eri. Impedances remained as previously reported. Both the physician and the patient were made aware of the issue. The patient denied any changes in therapy before or after the ins battery exchange. The indication for use for the implanted device was noted as failed back surgery syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.